Event description:
The report received indicated that a "little pin" comes out of the diagnostic guidewire. The "little pin" resembled the wire's material and color. The problem was identified in the distal part of the wire approximately 2-3 cm from the distal end. The problem was identified before the procedure and consequently not used in the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.